Manufacturer narrative:
(B)(4). The pump was received with a broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and missing display window cover. The test reservoir does not lock in place and unable to perform the displacement test or verify error 3 and 54 alarm due to the missing retainer and broken reservoir tube lip. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error. Customer was able to clear the alarm and rewind the insulin pump. The customer was able to passed the self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.